Event description:
The hosp reported that during the radial artery harvesting procedure, the balloon popped on the short port. A "long incision" was performed to complete the procedure. No other pt complications were reported.